Manufacturer narrative:
This report is submitted on june 30 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient underwent a surgical procedure (date not reported) and was treated with antibiotics (date, type and duration not reported). Explant and reimplantation is planned but has not taken place at the time of this report, june 30 2020.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2020. The implant electrode array was left insitu in order to preserve the cochlea for future implantation.